Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient was in the hospital for an unrelated reason. This pacemaker and another manufacturer's lead exhibited loss of capture, which led to the patient going into ventricular fibrillation arrest. The patient was able to be successfully defibrillated. This device was then explanted and replaced. No additional adverse patient effects were reported.